Manufacturer narrative:
.

Event description:
The customer reported that the mx800 monitor shows message, "speaker malfunction." No patient or user harm was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction error. There was no allegation of an adverse event or any patient or user harm.